Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning problem. Block h10: a hot axios delivery system was received for analysis and the stent was not returned. Visual examination of the returned device found the inner sheath was kinked. No other issues were noted to the delivery system. The reported event of stent positioning issue could not be confirmed because the failure occurred during the procedure and it is not possible to replicate in the laboratory. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu). The dfu states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall," however, the complainant reported that the device was placed for intraluminal patency which is not indicated in the dfu. The investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, the anatomy of the patient and/or the incorrect used of the device could have caused the physician to apply force, limited the performance of the device and contributed to the failure reported of stent positioning issue and the kink observed on the inner sheath. Therefore, the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a hot axios stent was to be implanted in the duodenal bulb for intraluminal patency during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the stent misdeployed. The stent was removed with rat tooth forceps and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: according to the complainant, the axios stent was implanted for intraluminal patency. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed for intraluminal patency.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in the duodenal bulb for intraluminal patency during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent misdeployed. The stent was removed with rat tooth forceps and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: according to the complainant, the axios stent was implanted for intraluminal patency. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed for intraluminal patency.